Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screwdriver fractured during surgery. There was no impact on the patient.

Manufacturer narrative:
(B)(4_. This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual examination of the returned devices confirmed that the hex driver has fractured and the fragment remains in the femoral boss. As the driver is fractured in the boss, functional testing could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.